Event description:
Complainant stated that product is causing an inaccurate reading of blood sugar glucose. Stated that they contacted the company and was told that the product is counterfeit. Also stated that the product is meant for overseas and is being sold illegally in the u.s.